Manufacturer narrative:
The reason for the reported pain cannot be confirmed from the information provided, but may be due to prosthesis wear as reported or patient-related conditions, or inclusion of the polyethylene in the packaging recall. However, the contributions of each to the sequence of events and the reported prosthesis wear could not be confirmed as no images or radiographs were provided and the devices remain implanted at the time of evaluation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2012. Following these surgeries, the patient began experiencing increasing pain, ¿shifting of her knees,¿ and impaired mobility. Recurrent effusions and increasing pain also began occurring. X-rays demonstrated evidence of femoral osteolysis. The patient also continues to experience symptoms with her right knee. The patient's surgeon recommended continued monitoring of the right knee and possible revision surgery. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: (B)(6) - logic tibia traptray cem sz 3.5f/2.5t, (B)(6) - logic femoral ps cem right sz 3.5, (B)(6) - three peg patella 32mm. Pending investigation.